Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported deflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery diagonal branch. The trek rx balloon dilatation catheter was being used for pre-dilatation and inflated one time at 10 atmospheres. When the balloon was attempted to be deflated, it completely failed to deflate. Negative pressure was held for 6-8 seconds for a total of 8 attempts. The balloon was withdrawn from the patient anatomy without being deflated with no adverse patient effects or clinically significant delay. No additional information was provided.